Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation was conducted during this investigation. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that an electrical failure ultimately led to the reported e315 error code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A device was reported with an e315 error code. This did not occur during a procedure, and there was no injury/adverse event associated with this event.